Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog # c01a, 510k # k041584 and UDI # (B)(4). H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1bkp due to primary osteoporosis (compression fracture). It was reported that during mixing, hardening began, and it became impossible to inject further into the bfd partway through the injection process. The material was stiff during mixer agitation, and it appeared that hardening had already begun. During injection into the bfd, it hardened to the point where further injection was no longer possible (solidifying faster than usual time). There were no patient symptoms reported. There were no further complications reported regarding the event.